Event description:
It was reported while in use on a patient an 840 ventilator generated a high urgency alarm and the display soft touch buttons stopped working. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event. The field service engineer (fse) inspected the device and found the gui (graphical user interface) key stuck. Fse replaced the gui keyboard assembly and the reported issue was resolved. The device passed all calibrations, extended self test (est) short self test (sst) and electrical safety testing.